Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported during the patient's percutaneous trans-hepatic cholangiography procedure, the 0.018 wire was described as uncoiling/unraveling as it was removed out of the sheath. It was also reported the sheath may have gotten caught on the beveled tip of the needle but the customer was unsure. Per the customer, they went to pull out the wire and it unraveled. The customer is "confident" this event had no patient impact. Another neff percutaneous access set was used to complete the procedure. No part of the device remained inside the patient. The patient did not require any additional procedures due to this occurrence.